Manufacturer narrative:
A visual examination of the device found that the device was fully deployed and the clip assembly was not returned. Additionally, there was a kink in the control wire. This failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip would not come out of the sheath. However, after manipulating the device the clip was able to come out of the sheath, but then the clip would not release from the catheter to deploy. Eventually, the clip fell off and it was reported that the clip was not able to grasp and lock onto tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported issue of clip failed to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip would not come out of the sheath. However, after manipulating the device the clip was able to come out of the sheath, but then the clip would not release from the catheter to deploy. Eventually, the clip fell off and it was reported that the clip was not able to grasp and lock onto tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.